Event description:
The district nurse contacted the day unit to report patient's PICC was not visible. It should have exited the body at median vein in the right arm. An x-ray showed that the PICC had migrated up to the shoulder with the end having made it to the heart. A vascular surgeon, surgically removed the PICC. The patient had a problem approximately 10 days prior to this incident with a line having split in the PICC. Accordingly, in common with normal practice the line was repaired, trimmed and a new connector attached. The connectors and external portion of the PICC are covered with an occlusive dressing and, therefore, the patient has no knowledge of when the PICC could have become detached from the connector.

Manufacturer narrative:
The complaint was confirmed, and the cause appears to be user related. It appears that the 4 fr groshong tubing was never properly attached to the two-piece connector. The blue compression ring had been pushed into the taper of the distal connector, which indicates that the two-piece connector was assembled. The compression ring would have secured the tubing to the connector. Had the 4 fr groshong tubing been attached to the metal cannula when the connector was assembled, the tubing would have torn instead of separating from the connector. No elastic weakness or manufacturing defects were detected in the complaint sample. No manufacturing defects were noted on the complaint sample. A chr was not completed since the lot information was not provided by the complainant.